Event description:
The clinician reports the implant was inserted (B)(6) 2021 in the patient's mouth. On (B)(6) 2021, non-osseointegration was verified. Patient presented with poor oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and increased sensitivity. No further patient complications were reported.